Event description:
It was reported the pt woke up post implant complaining of abdominal pain and weakness on the right side. The pt was hospitalized. The physician decided to explant the system. The physician believes these symptoms could be due to cord compression. The physician also feels the leg weakness was related to the lead but the abdominal pain is unrelated to the device. Follow-up on the pt indicated, her leg weakness has resolved as her walking is almost back to normal and her abdominal pain has also resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.